Manufacturer narrative:
Electrode belt (B)(4) was returned to a zoll distributor. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's wife reported that it was due to allergies and that he can no longer wear the lifevest. The patient's wife reported that the patient was contacting his physician and ending use of the lifevest.